Event description:
The customer initially called to report high blood glucose levels. The customer later called and stated she was taken to the emergency room due to the high blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests. Troubleshooting also revealed that the customer had been experiencing pain and bleeding at the sites. The customer also stated that she had not been eating correctly and had been under a lot of stress.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.